Event description:
It was reported that a large volume folfusor did not infuse and the device remained full. The issue was noticed during patient use. The device contained 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.